Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited acute high out of range pacing impedance measurements. Additionally, noise was observed. The lead was programmed off and the patient was scheduled for further evaluation. No adverse patient effects were reported.